Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092, implantable pacing lead, (B)(6) 2002. (B)(4).

Event description:
It was reported that the atrial lead exhibited noise on the atrial channel and was observed to have increasing pacing thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.